Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered at the end of their treatment. Prior to discovering the fluid leak, it was reported that a "patient line (pl) is blocked" alarm had occurred. When the cycler door was opened to remove the cassette, a small amount of fluid was found within the cassette compartment. No visible damage was identified on the cassette. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up with the patient¿s pd clinic, it was confirmed the patient was able to complete their treatment on the cycler. It was also confirmed that the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. During follow-up, it was confirmed the patient¿s replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available to be returned for evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or alarms. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a valve actuation test, a system air leak test, a teach pump test, and a patient sensor functionality check. An internal visual inspection identified evidence of dried fluid underneath the pump assembly on the bottom cover, and fluid within the hp4 filter. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.